Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to the patient experiencing ongoing skin issues. The recipient was implanted with a new device during the same surgery.